Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer called to report the insulin pump isn't turning on even after trying 3 different batteries. The customer also mentioned that she wanted to schedule orientation before scheduling training on the insulin pump. Customer will call 24 hour helpline when she gets off of work tonight to troubleshoot this incident. 24 hour helpline will be notified. Nothing further reported.